Manufacturer narrative:
Reference record (B)(4).catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In nov 2023 the patient experienced stoma site oozing. A culture revealed that there was no infection and the patient began a seven day course of antibiotics. In nov 2023, the stoma had improved but the discharge increased. The patient was treated with topical diprogenta and silver nitrate. The stoma site did not improve and the patient was diagnosed with a mild infection. The patient was prescribed and treated with topical chlorhexidine twice daily and a culture was taken. Additional information received on 18 dec 2023 from a relative who reported that the patient's stoma site had worsened with bleeding. After a clinic evaluation, a culture was taken and an unspecified antibiotic was prescribed. On 10 jan 2024 during a replacement of the tubing, the stoma was noted to have a granuloma around the edge. At the time of report, the stoma site had improved.